Event description:
It was reported by service report that the scale is not working and the lift was drifting. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: load cell.